Manufacturer narrative:
Date of report: 29sep2021.

Event description:
The customer reported a ventilator was identified of having a defective nav-ring during treatment set up. The device was being set up for patient therapy at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The repairs are currently pending. The customer has ordered parts and will coordinate the repairs with the philips field service engineer (fse).

Manufacturer narrative:
Upon further investigation, the following has been reported, the nav-ring malfunction was identified during device set-up, however there was no delay of therapy reported. Therefore this complaint no longer meets reportability requirements.